Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open umbilical hernia procedure with obstruction, during the knotting, the thread of two devices broke. The technique was repeated and surgical time was extended. There was no patient injury.